Manufacturer narrative:
(B)(4).

Event description:
It was reported that episode of vf was observed during follow up. Patient received inappropriate hv shock. The physician elected to modify drug therapy. Patient was stable and in good condition.